Event description:
During the pta/stenting treatment procedure, difficulty was encountered withdrawing the sentinol nitinol biliary stent system delivery catheter. During advancement of the device resistance was encountered, however the stent was successfully deployed in the target lesion. During withdrawal resistance was again encountered. The device was successfully removed. No patient injuries or complications were reported. The patient's status was reported as 'fine.'